Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Omsc confirmed the olympus spare otv-s7proh-hd-12e. The exact cause was unknown; however, the following was supposed to be the cause. - the device did not work normal because the electric current of the device was not carried out well by some cause (disconnected, contact failure, etc.). The instruction manual of the device states the corresponding method in case of an abnormality.